Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during lower extremity angiogram, a flexor ansel guiding sheath unraveled, and the hub separated. Contralateral access was obtained via the right common femoral artery. The access site was not scarred; however, the tibial arteries were stenosed. The bifurcation was steep but not calcified. While removing the sheath over an unspecified .035" wire guide, the "outer part" of the sheath separated with the coil staying intact. A photo provided by showed the sheath's hub was also separated. Resistance was not felt upon removal or insertion of the sheath and resistance was not felt upon insertion or removal of any device through the sheath. The hub was used to pull the sheath from the patient, and a dilator was not reinserted prior to removal of the sheath. Per the reporter, no harm was done to the patient, and the sheath was pull out "safely". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device and customer provided photo was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath, with no sheath material remaining in the hub. The sheath was unraveled in multiple sections through the device, with the coils holding the sheath together. A review of the device history record (DHR) and complaint history found no discrepancies or additional relevant complaints on the final lot or subassembly lots. The device instructions for use (IFU) states ¿avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, customer supplied photo, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a failure to follow instructions and the patient's stenosed anatomy and steep bifurcation contributed to this incident. Per the reporter, the hub was used to remove the device, and the dilator was not reinserted into the sheath during removal. The IFU instructs the user when removing the device ¿avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during lower extremity angiogram, a flexor ansel guiding sheath unraveled, and the hub separated. Contralateral access was obtained via the right common femoral artery. The access site was not scarred; however, the tibial arteries were stenosed. The bifurcation was steep but not calcified. While removing the sheath over an unspecified .035" wire guide, the "outer part" of the sheath separated with the coil staying intact. A photo provided by showed the sheath's hub was also separated. Resistance was not felt upon removal or insertion of the sheath and resistance was not felt upon insertion or removal of any device through the sheath. The hub was used to pull the sheath from the patient, and a dilator was not reinserted prior to removal of the sheath. Per the reporter, no harm was done to the patient, and the sheath was pull out "safely". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.